Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is no allegation of a device malfunction or deficiency reported for this event.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). During further follow up, the pd nurse (pdrn) reported the patient was hospitalized on an unknown date with an unknown diagnosis. The pdrn could not confirm if the patient had an infection or peritonitis or another diagnosis. The pdrn stated that if the patient did have an infection that it was unlikely caused by a breach in technique due to the family members/caregivers being impeccable with following proper pd technique. No further information was provided nor available. Prior follow-up with the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the reported infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It remains unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is still no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.